Manufacturer narrative:
The device was returned to verathon for further evaluation. A verathon technical service representative evaluated the returned device where they were unable to duplicate the reported issue. The device was power cycled fifteen (15) times successfully and the image displayed was stable and clear with good color rendition. After observing proper operation through functional and performance testing, the device was certified and returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the image would disappear. No delay in the procedure, use of a backup device, or harm to the patient or user was reported. The facilities biomedical engineer evaluated the glidescope avl video monitor after the procedure. He found that the device would intermittently lock up after being power cycled three (3) or four (4) times.